Event description:
It was reported the rigid video scope's screw connection came loose. No reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h4 - "device mfg date null" should be none selected. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is twisted, the video cable is broken and therefore error b30 (scope communication error) occurs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccu (camera cable unit) plug of the video cable section is damaged. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.